Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast, though not verified, patient's legal representative stated urinary retention, urinary incontinence, urinary urgency, frequency, severe di following urethral sling, and removal of urethral sling with cystoscopy under general anesthesia.